Manufacturer narrative:
Based on the results of the investigation, a root cause for the reported event was not determined. Olympus will continue to monitor field performance for this device.

Event description:
It was observed during the device investigation that the cysto-nephro videoscope had a detached bending section cover. There was no patient involvement.